Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, an attempt was made to turn the screw using a torque wrench however, the setscrew did not rotate. Eventually the set septum was removed, and the set screw lead did come off and the device was replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to disconnect could not be confirmed. Failure to remove set screw from header could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Visual examination of the device found cautery marks, damaged septum and missing ventricular setscrew. Electrical and mechanical analysis performed, indicated normal device functionality. Device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The implant duration exceeds the projected longevity based on average monthly current, battery is still normal and above eri.